Manufacturer narrative:
The pump has been returned to animas for evaluation. When the investigation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up and down arrow buttons and the okay button were under responsive. It was also reported that there was moisture in the battery compartment. There was no allegation of under or over delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings:.visible moisture in battery compartment. "Up", "down" and "ok" buttons are under responsive. Leak test failed due to leak from keypad.. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on keypad connector and printed circuit.